Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Also, the insulin pump was received with moisture damage on the motor, battery tube and vibrator assembly. No moisture damage was found on the keypad assembly. We were unable to perform the self-test, error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, broken belt clip slot, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has a blank display and moisture in the pump. Customer's blood glucose was 42 mg/dl at the time of incident. Troubleshooting found that the customer went into the swimming pool with the pump and the pump continuously vibrates. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.